Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for unknown indications for use. It was reported that the patient's pump was eroding through the skin. Environmental, external, and patient factors that may have contributed to the issue were unknown. Diagnostics/troubleshooting were unknown at this time, but the rep was told the patient was going to the emergency room (ER). No actions or interventions were performed at the time of the report as the patient was going to see their neurosurgeon. The issue was not resolved at the time of the report. Additional information was received 2026-mar-27 from the manufacturer's representative (rep) and confirmed by a healthcare provider (hcp). It was reported that and hcp was the initial reporter of the event. The patient was admitted to the emergency room (ER) after they were referred from one hcp to another. No diagnostics or troubleshooting were performed as the pump was working properly. It was reported that an hcp explanted the pump on (B)(6) 2026 which resolved the event. The explanted pump was discarded by the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.